Event description:
Reportedly, on (B)(6) 2024, during an in-clinic follow up, the rv threshold test was preformed correctly, but the lv threshold test cannot be performed. After having changing windows on the programmer, the lv threshold test could be performed successfully.

Manufacturer narrative:
Data analysis of provided data couldn't confirm the event. On (B)(6) 2024, during the in-clinic follow up of the device crtd sn (B)(6) several threshold tests were correctly performed. ¿ 09:32:42 rv threshold => threshold value saved ¿ 09:33:04 rv threshold ¿ 09:33:19 lv threshold ¿ 09:33:31 lv threshold ¿ 09:33:41 lv threshold ¿ 09:33:54 rv+lv threshold ¿ 09:34:08 lv threshold ¿ 09:34:24 lv threshold (lv vectors context) => threshold value saved no trace of frozen screen was recorded in the logs. This case is recorded for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, during an in-clinic follow up, the rv threshold test was preformed correctly, but the lv threshold test cannot be performed. After having changing windows on the programmer, the lv threshold test could be performed successfully.